Manufacturer narrative:
Pending investigation. D10: serial number item number and full description. (B)(6), 320-32-36 - expanded glenosphere, 36mm, for small reverse. (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2020. The patient presented on (B)(6) 2020 and patient was in some pain still after her revision. On (B)(6) 2020 visit, x-rays indicated an anterior shoulder dislocation. The patient was revised on (B)(6) 2020. The case report form indicates that this event is unlikely related to device, definitely related to procedure. Outcome: resolved on (B)(6) 2020.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, e, f, g the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.